Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation results: device analysis findings: the device was returned for analysis: visual inspection revealed sheath was kinked and an imaging core's windup with broken driveshaft and broken coax cable began 23.7cm from the distal end of the connector shaft. The catheter was twisted. Microscopic inspection revealed a windup with broken imaging core's driveshaft and a broken coax cable were observed. The catheter was twisted, and the imaging window was rippled. The impedance test showed an electrical open at the proximal end of the catheter. Destructive test showed the sheath was cut to inspect the imaging core. An imaging core's windup with broken driveshaft and broken coax cable was observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case, the device was returned for product analysis; however, it was not possible to identify the probable cause of the reported event since the failure found is related to a total loss of image rather than a poor-quality image. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. Regarding the observed imaging window and drive cable were found twisted. It was identified that the increased torque transmission and torque strength of the hubble drive cable leads to high enough torque build up in the event of an imaging window kink to cause a twist event, only when the catheter is advanced with the motor drive unit (mdu) on into patient's anatomy. The material twisted is evidence of advancing the device into patient's anatomy while rotating. According to the instructions for use (IFU) indications, the mdu shall remain off when inserting the device into patient's body. Based on this, failure to follow instructions is the assigned cause code of the material twisted.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross 6 hd imaging catheter was advanced for an ultrasound examination of the target lesion. During the procedure, the console recognized the catheter and began spinning, but the imaging quality was very poor. A prolonged procedure was noted with no patient complications reported. The patient fully recovered. However, returned device analysis revealed catheter was twisted, and the imaging window was rippled.